Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display was broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Nurse reported there are several marks on the infusion device display where pixels have failed, and this covers key data such as the basal rates. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.